Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that a patient had an ureteral stent placed and experienced complications requiring higher level of care and was taken to the catheterization lab for impella cp placement. The impella cp was successfully placed. During support, it was noted that on echocardiogram the impella cp was measuring at 5.8-6 centimeters. The doctor expressed that red urine could be due to hemolysis from the impella cp being deep. However, the doctor was happy with the position and did not adjust. The patient was successfully weaned off of all inotropes/pressors. Additionally, the impella cp was also weaned without issue and the patient tolerated well. Impella cp was explanted and the patient survived the procedure.

Manufacturer narrative:
The investigation of positioning issues and hemolysis has been completed. The impella device was not returned for evaluation. Hemolysis: the cause of the hemolysis issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. Positioning issues: the cause of reported issues most likely due to patient movement since good position confirmed before transferring the patient and after patient transferred echo showed impella was deep.